Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-aug-02 reporting that no actions had been taken and the issue had not been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and degenerative disc disease/herniated disc pain. The patient reported that they have a burning pain behind the implant. They stated that this happens even when they are not charging. The patient added that it was a constant pain. They declined troubleshooting as they are meeting up with a manufacturing representative (rep) next week. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated. Additional information was received from the patient and a manufacturer¿s representative (rep). It was reported that the patient was experiencing a burning behind the ins and it gets very hot; both when recharging and using stimulation normally. The patient mentioned that they felt this when sitting down and also if they stand up, they suddenly feel the burning pain and it didn¿t go away until they turn the ins off. The patient reported that the site looked normal, it wasn¿t infected. The patient reported that they believed the ins was hitting a sciatic nerve. The patient reported that the burning pain was so bad on sunday, they turned the ins off for about 4-5 hours and the sensation settled and they turned the ins back on but the burning didn¿t return right away. No further complications were reported.